Event description:
It was reported that the delivery catheter broke just past the hub during the slitting process. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.